Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the unit is received and an evaluation is completed or in the event additional information becomes available a follow-up report will be submitted. At this time the device has not been returned for evaluation (B)(4).

Event description:
The customer stated that the reset/power fail button is not activating and determined that no voltages are getting to the button. There was no patient involvement, this incident occurred during routing pm.